Manufacturer narrative:
This event occurred outside the us.

Event description:
It was reported the rollator (left) brake is not holding. No patient consequences were reported as a result of this event.